Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported an unexpected postoperative degree of astigmatism. An online calculator was used to calculate the iol power. No reported medical or surgical intervention. The device remains implanted. There are two medical device reports associated with this event. This report is associated with the lens.